Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755, serial# (B)(6) implanted: explanted: product type recharger b3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their controller kept telling them to replace the controller batteries soon and also kept saying there was a software problem and to call medtronic. The patient said normally they would reset the controller after 5-6 times and both messages would go away. The patient also said they had to hold the recharger cord a certain way in order for the controller to not tell them that the cord was disconnected when charging the implant. The patient confirmed they were having to hold cord in place for recharging the implant all the time. The patient confirmed cable disconnected message. During the call, patient reset controller and reported rattling inside controller, like something was loose inside. Patient inspected controller port and it looked like it needed to be squished back together when they were holding it in place. The patient then inspected recharger and said it looked straight, but there were a couple tiny bumps and two little kinks that were slightly crooked. The issue was not resolved. A request was sent to the repair department to replace both the controller and recharger. The patient stated the stimulation helps them a lot, and the implant went from 70% to 50% on the call. The patient mentioned they were trying to figure out who to go to for a new doctor since their prev ious doctor was no longer at mercy. The patient stated the issue began around may 5th, because that was when they filled out a form online regarding the issue, and then was sent a letter regarding issue.